Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover had a small cut in it but was not chipped off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have a torn tip cover the mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue. This issue can be resolved by using an alternate tip cover accessory to complete the procedure.